Event description:
It was reported by the patient through a social media post that they have experienced side effects from vns including coughing, headaches, horniness after swiping her magnet. It was indicated that after swiping the magnet, the seizures calm down and they no longer have as many seizures. It was stated that they dislike the device shows through her skin. It was indicated that she had two generator replacements. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The suspect product information was received after being explanted. Note that the explant is unrelated to reported event in the initial MDR submitted.